Event description:
Event description guidant received information that an interrogation of the cardiac resynchronization defibrillator (crt-d) noted a shorted lead warning. The patient received a shock from the device the day before and a review of the impedance for this shock noted the impedance was <20 ohms. No adverse patient symptoms were reported.